Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the most probable cause for the foreign objects coming from the distal end is due to clogging on the nozzle. For the presence of this material on the other components, a cause could not be established. Based on the results of the investigation, olympus confirmed foreign material on the device, but the type of the material cannot be identified however, it is likely the following led to the malfunction: the foreign material was possibly not removed completely even if the reprocessing steps were conducted properly. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was observed that during the device evaluation, the flex video scope exhibited foreign objects coming out of the distal, as well as their presence on instrument channel (jet tube) and air/water nozzle. There was no patient involvement.